Manufacturer narrative:
H10: the device was received for evaluation with the female connector connected to a dark blue luer adapter. A visual inspection with naked eye was performed and the female connector was observed separated from the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The dark blue adapter was hand removed from the female connector; therefore the reported connection issue was not verified. The reported separation was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body (light blue part) of a minicap transfer set. The patient could not connect the set tightly to the solution bag. This occurred during set up for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.